Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis (fa) was unable to be reproduce, but could confirm the customer reported complaint as having occurred via field error logs. Visual inspection was performed. The psm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The axis 1 brake will be replaced as a precaution. The psm2 is no trouble found.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the reported issue. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when the item has been received and failure analysis has completed their investigation. No photo or video was provided by the site for review. This complaint is considered a reportable malfunction due to the following conclusion: while there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, multiple errors 25595 and 25596 were displayed. A technical support engineer (tse) checked the logs and errors 25595 and 25595 were pointing to a low voltage differential signaling (lvds) communication error on remote code execution (rce) 2. In addition, there was a lot of errors 30 and 23 pointing to a communication error reported by embedded serialize setup joint (essj) 2. The nurse mentioned that the surgery was being completed and the system was not alarming at this time. All the troubleshooting steps were completed. The procedure was completed as planned with no patient injury and with a delay of less than 15 minutes.